Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27-feb-2025: the issue was identified intraoperatively but the damage was first observed when the instrument was removed from the patient. The instrument was inspected prior to use and no damage weas found. There were no signs of thermal damage and there was no arcing. There was no instrument collision and there were no problems removing the instrument through the cannula. The procedure was completed with a backup instrument with no patient harm. The damage did not result in fragment falling into thew patient¿s anatomy.